Event description:
The pa (physician¿s assistant) carefully removed the suture first, noting the tubing was not cut, made sure to let out all suction before removing. As drain was being removed, slight typical resistance, believed to be the slightly larger portion of the drain was noted. Tubing was coming out as intended and then upon examination, the drain was noted to have a frayed edge. Pa immediately escalated to attending who assessed area and ordered a CT to evaluate retained drain. Patient underwent incision and removal of the rfb. Procedure was completed without complications and the patient was discharged home.